Event description:
It was reported that an artificial urinary sphincter (aus) was revised. Upon removal, it was noted that the right angle quick connector on the balloon had come off from the tubing. All of the fluid in the balloon had leaked out. A new aus was implanted with no patient complications.